Event description:
It was reported that during equipment testing at the user facility, the drill began smoking. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer, however, the complaint could not be replicated because the drill would not operate. Based on the device evaluation, the motor and a bearing were found to be damaged. The motor and bearing was replaced and the device was returned to the customer.